Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, the rv pacing impedance rose to 4047 ohms up from a trend in the 342-494 ohm range. Analysis of the device memory indicated a rv lead integrity alert occurred for sensing integrity counter (sic) greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy and oversensing due to non-physiologic signals/sic. Beginning (B)(6) 2016, ventricular sic was up to 29662; ventricular non-sustained tachycardia episodes with evidence of lead noise oversensing led to inappropriate shock.

Event description:
It was reported that the patient experienced five inappropriate shocks due to a confirmed lead fracture on the right ventricular (rv) lead. The rv lead exhibited high pacing impedance and oversensing. The rv lead was capped, abandoned, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.